Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was experiencing shakiness and dizziness. The patient¿s cgm was reading 240 mg/dl, and the bg meter was reading 40 mg/dl. The patient was wearing a tandem insulin pump. The patient called ems. While waiting for ems, the patient¿s daughter gave the patient a ¿sugar shot¿ (presumed to be a glucagon injection). Once ems arrived, they advised the patient to eat or drink something with a high sugar content. Ems did not provide the patient with any medication or treatment. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.